Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer alleged the "fill tubing step would not stop on the pump" during the load fill process. Reportedly, multiple supply changes were performed while trying to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.